Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned. It was reported that the xience stent was implanted in a venous aortocoronary bypass. It should be noted that the xience v instructions for use (IFU) states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with a reference vessel diameter of 2.25 mm - 4.0 mm. However, the implantation in the venous bypass does not appear to have contributed to the reported thrombosis. The interaction between the devices (the xience stent and aspiration device) appears to be related to the operational context of the procedure. As a result of the interaction the xience stent was not explanted and was re-expanded using a dilatation balloon. The reported thrombosis is listed in the IFU as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency. Review of the cine images received is as follows: a wire is positioned in an svg that has a long stent implant. There is thrombus in the vessel in locations that vary during the various cine runs. In one run (the scenes are not numbered) the proximal section of the stent struts appears more radiopaque. There also appears to be clot at this location. A second wire is positioned in the vessel and two balloon dilatations are performed in the proximal stent. The reviewer concluded there are no images of the aspiration catheter in the vessel. Though the proximal section of the stented area appears to have what looks like more opacity in the struts, the images do not provide enough information to suggest a reason or a cause. The lot history record review and similar incident query for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as, stent uniformity of expansion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a thrombus distal to a previously placed xience stent in the venous aortocoronary bypass, a non-abbott aspiration catheter was advanced through the stent and became entangled in the xience stent. An attempt was made to retract the aspiration catheter, and in doing so, the xience stent was compressed. The stent was not explanted. A dilatation catheter was advanced into the patient anatomy and the stent was re-expanded. A non-abbott dilatation catheter was used to treat the thrombus. There were no adverse patient sequelae and no clinically significant delay. Though requested, no additional information was provided.